Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an immunocompromised, (B)(6) male patient diagnosed with aml had a PICC line placed on (B)(6) 2018. The patient acquired serratia marcescens as an inpatient and had a positive culture on (B)(6) 2018. The patient was treated and subsequently discharged. An unspecified bd posiflush¿ heparin lock flush syringe was associated with this incident. The cdc¿s lab identified two confirmed cases of serratia marcescens bloodstream infections from (B)(6) with pfge patterns indistinguishable from the original co outbreak pattern. (B)(6) is the 5th state to have confirmed cases. Out of an abundance of caution and in the interest of public health, bd voluntarily recalled certain lots of bd posiflush¿ heparin lock flush and bd¿ pre-filled normal saline flush syringes due to a potential for contamination with serratia marcescens bacterium. Bd was notified by the u.s. Food and drug administration (FDA) and centers for disease control and prevention (cdc) about a potential epidemiological link between catheter related blood stream infections and the s. Marcescens bacterium. Specifically, the FDA and cdc identified a potential connection between reports of infection in a small number of patients caused by s. Marcescens across multiple states. Cdc¿s initial investigation found that affected patients had received treatment using certain bd flush products. To date, there is no evidence of bd flush product testing positive for this bacterium. Investigations are ongoing by bd, FDA, and cdc.

Manufacturer narrative:
H.6. Investigation summary: as both a lot number and sample were unavailable for this incident, a full investigation consisting of a sample analysis and a device history record review could not be completed. Prior to april 2018, there was no trend for infection regarding the bd franklin products. Upon the increase of infection reports beginning in april 2018, a corrective and preventive action plan was initiated to address the issue. A review of all lot sterility testing performed for product released between april 2015 and may 2018 confirmed that no organism growth was identified for any lots released during the shelf life of this product. A direct causation between the reported infections and the bd franklin product has not been identified. Investigation conclusion: unknown ¿ lot number was not provided. Prior to the report of infection evaluated in mps-18-1248-sa, there was no trend for infection cases reported for franklin product. This complaint is part of a new trend which began in april 2018. (B)(4) was initiated to address this issue. As no lot number was provided, a DHR review could not be completed. Quantity of retained samples used for testing: 0 ¿ although retain samples are available for all lots manufactured in franklin, as the lot number was not provided, retain samples were not tested. A review of all lot sterility testing performed for product released between april 2015 & may 2018 confirmed that no organism growth was identified for any lots released during the shelf-life of this product. Conclusion(s): the root cause analysis of the reported infection cases under CAPA (B)(4) has not identified a direct causation between the infections and the bd franklin product.